Manufacturer narrative:
The end-user was treated by a dermatologist and was seen by an ostomy nurse who prescribed treatment with nystatin powder and nystatin cream. He has been changing the wafer daily for three (3) weeks in order to apply treatment. The end-user was advised to leave wafer in place for longer than one (1) day and to wash with vinegar solution in the shower. He was instructed to avoid using (B)(6) soap. He reports an improvement to the skin although continues to experience red patches under the wafer. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that the end-user experienced differing degrees of redness and itching in the peristomal region.